Event description:
Information received indicates the head hi/low function is slowly drifting down.

Manufacturer narrative:
The technician found the head hi/low valve was stuck. He replaced the head hi/low valve to repair the bed.